Event description:
The patient presented with an increase in seizures after generator replacement surgery. The patient was programmed to the same settings as they had prior to the surgery. No other relevant information has been received to date.